Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record was not performed as the customer's reported defect has previously been confirmed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke off when it was activated. There was no report of injury or medical intervention.